Event description:
It was reported the system had an overload error and locked up which can cause an intermittent, recoverable loss of imaging functionality. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was replaced and filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.